Manufacturer narrative:
The reported event was not confirmed through failure analysis investigation. The instrument was tested with an in-house system and passed both the engagement and self tests. Testing found the instrument exhibiting intuitive motion in all directions with the grips properly opening and closing. The cut and energy delivery functionality including the knife slot, gap test and grip force were verified and passed specification. The instrument operated as expected. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported sealing issue with the vessel sealer instrument could cause or contribute to an adverse event. Furthermore, it is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed that energy was unable to be activated on the vessel sealer instrument. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.